Event description:
It was reported that the right ventricular (rv) lead had one event of t-wave oversensing (twos) post bi-ventricular pacing. Follow up with the company representative indicated that detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.